Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2014-00053, 3005188751-2014-00144, 3005188751-2014-00145, 3005188751-2014-00146, 3005188751-2014-00147, 3005188751-2014-00148. During a pulmonary vein isolation procedure, a pericardial effusion and subsequent death occurred. A livewire ep catheter was placed in the right atrium, and a supreme quadripolar ep catheter in the his. A brk transseptal needle through a fast cath transseptal introducer was used to perform a transseptal puncture and a reflexion spiral ep catheter was advanced into the left atrium for mapping purposes. A second transseptal puncture was performed with another brk transseptal needle through a second fast cath transseptal introducer and a non-sjm ablation catheter was advanced into the left atrium. It was noted this catheter appeared outside of the geometry. After further manipulation of the catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, a blood transfusion was administered, and CPR was initiated, which was unsuccessful. The patient¿s condition deteriorated and they subsequently expired. There were no performance issues with any sjm device.